Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device wasn¿t returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image of the subject device was not displayed. Olympus service operation repair center (sorc) checked the subject device and found that the endoscopic image of the subject device was disappeared during the angulation and the the cover of the ccd cable was damaged. There was no report of patient injury associated with the event.